Manufacturer narrative:
Additional suspect medical device components involved: model #: sc-3400-30, serial #: (B)(4), description: 30 cm splitter kit; model #: sc-2316-50, serial #:(B)(4), description: infinion 1x16 perc lead kit-50 cm; model #: sc-4316, lot #: 15578252, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant procedure due to an infection at the lead sites. The site of the lead splitters began to suppurate and discharge. The patient was treated with oral antibiotics. The patient is stable after the explant procedure.